Event description:
It was reported the pt experienced ineffective stimulation. Subsequently, the pt underwent surgical intervention had her system explanted. It is unk the date of the explant.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.